Manufacturer narrative:
Correction of point b.5: the needle pierces very poorly, the thread breaks during suturing (not at the needle), the veterinarian had to use 5 threads for the surgery. Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 14 closed samples. (10 for thread breakage testing.4 for needle testing.) To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the closed samples received has been performed and the units are tight. -knot pull tensile strength results conducted on the closed samples analyzed (10) are 4.44 kgf in average and 4.13 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 3.97 kgf in average and 1.89 kgf in minimum. These values are in the usual range for this thread and size. We have checked the needles (4) of the samples received and the tips, edges and geometry are within the specification. We have tested the needle penetration performance (average 1st penetration) of the 4 needles received and the results do not fulfill the specification. Needle penetration performance results (average 1st penetration) of needles received is 0.687 n and fulfils the specifications for this needle (<0.740 n); nevertheless, one of the tested needles has a 1 penetration force of 0.824 n, not fulfilling the needle specifications. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle penetration performance result (average 1st penetration) of needles tested of the raw material batches used in this product during production were 0.544 n and 0.574 n and fulfilled the specification (<0.740 n). Conclusion root cause analysis: the root-cause could not be clearly identified by the needle manufacturer. It has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements regarding knot pull tensile strength. Final conclusion: considering that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client (veterinarian) reported that the needle is very sharp, the thread breaks during suturing (not at the needle), the vet had to use 5 threads for his surgery. Further information has been requested.